Event description:
It was reported that linear 40cc balloon catheter was working without problem for 12 hrs, and after that a leak was detected. No harm to the patient was reported. Another balloon catheter was inserted to resume therapy.

Manufacturer narrative:
Event site postal code: (B)(6). Blood/discoloration was first observed within the iab catheter 8 hours after insertion of the catheter. Alarms from the iabp console were present. The customer stated that patient was moved and later this failure occurred. Another balloon catheter was inserted to resume therapy. There was no difficulty while inserting the iab catheter. The intra-aortic balloon (iab) leak occurred due to loss of balloon system integrity resulting from mechanical damage to the balloon membrane or catheter components, including membrane abrasions or tears, catheter perforation from sharp objects or severe kinking, inner lumen breaks or kinks, and seal failures at the balloon tip or rear seal, allowing unintended blood or gas ingress.